Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the surgeon had a thermal injury occur during phaco with no further details were provided; therefore, the condition of the product could not be verified. No lot number containing a phaco tip was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic operating console, handpiece and tip was used during the procedure which caused the thermal injury which require the sutures. Patient current condition was not provided. Additional information has been requested. Additional information received stating that patient had a corneal leak during the cataract surgery which covered with sealant.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).